Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact had entered the incorrect blood glucose (bg) value and carbohydrates amount when entering values into the pump and requesting a bolus, and subsequently over-delivered insulin (6.24 units). The customer's blood glucose (bg) level was not provided. The contact indicated that the customer's bg level would be monitored and that the customer may need to consume carbohydrates to prevent bg level from becoming too low. The contact ended the call.